Event description:
It was reported to boston scientific corporation on april 18, 2023 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastrically to the pancreas for pseudocyst drainage during an axios placement procedure performed on (B)(6) 2023. During the procedure, the stent first flange was unable to be deployed. The physician tried to jiggle the catheter; however, the stent first flange still could not be deployed. The physician then attempted to deploy the second flange and the stent fully deployed. The stent was removed, and no additional stent was placed to see how the patient responds. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent prematurely deployed.

Manufacturer narrative:
Blocks b5, h6 (device codes) and h10 have been updated with the additional information received on july 25, 2023. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed. The delivery system was returned in position 2. The inner sheath was kinked, and the outer sheath was slightly cut in the distal section, near the black marker. Functional inspection was performed, the stent did not instantly expand because of the remnants from the procedure, but when it was submerged in warm water, it expanded without any issues. A dimensional inspection was performed, and the length of the device was measured to be within specification. No other findings were noted with the stent and delivery system. Based on the most relevant information including the reported event description and device analysis, the device met all manufacturing specifications required and passed all controls and inspections. The observed findings of inner sheath kinked, and outer sheath slightly cut were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed failures. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, partial stent deployment is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device. Taking all available information into consideration, the investigation concluded that the reported event of stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation on april 18, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastrically to the pancreas for pseudocyst drainage during an axios placement procedure performed on (B)(6) 2023. During the procedure, the stent first flange was unable to be deployed. The physician tried to jiggle the catheter; however, the stent first flange still could not be deployed. The physician then attempted to deploy the second flange and the stent fully deployed. The stent was removed, and no additional stent was placed to see how the patient responds. There were no patient complications as a result of this event. It was reported that the stent did not fully deploy and was partially deployed when removed from the patient.